Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens would not exit the injector because the incision was too small(2.8mm). Only the leading haptic was in the eye. The doctor removed the injector, lens and enlarged the incision to implant the backup lens.